Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 105) was confirmed. As received, the monitor failed incoming testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q13, and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying code 105 - pulse test relay stuck.